Manufacturer narrative:
(B)(4). It was reported that during a paroxysmal a-fib procedure, while the physician was pacing during ablation, all ic and ECG signals disappeared. By changing the pacing cable to the emergency port of the pin box the signals reappeared and the case could be continued without patient consequences. The case was supported by fse (field service engineer) by using a new bs cable and the issue couldn't be duplicated. Full atp (acceptance test procedure) test was performed and the carto 3 system passed successfully. The manufacturer (htc) investigated this event and it was found that the issue appeared during the ablation when m1 electrode is close to the stimulating electrode. According to the manufacturer investigation results, this phenomenon could appear only while the user is ablating and pacing simultaneously. The DHR associated with carto 3 # (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release. An internal corrective action was opened to address the issue for ECG signals disappearance during ablation near to pacing electrode.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. Concomitant products: lasso catheter us catalog and lot #: unknown; smart touch catheter us catalog and lot #: unknown; quad pole catheter us catalog and lot #: unknown; (currently following up with the account to get the information of the catheters used). (B)(4).

Event description:
It was reported that during a paroxysmal a-fib procedure, while the physician was pacing during ablation, all ic and ECG signals disappeared. By changing the pacing cable to the emergency port of the pin box the signals reappeared and the case could be continued without patient consequences. After follow up with the customer it was stated that the signal loss occurred on all channels of bs ecgs and all ic recordings on both carto and ep systems making this event reportable.